Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID p1501dr implantable pulse generator (ipg) implanted: (B)(6) 2009.(B)(4).

Event description:
It was reported that during implanting procedure, a right ventricular (rv) perforation occurred. As a result the patient suffered from a brief kidney insufficiency and a brief anemia. The patient has been treated with transfusion of packed cells, hydration and kalium (potassium) supplementation. The device remains in use. The patient was enrolled in the minerva study. No further patient complications have been reported asa result of this event.